Event description:
The caller reported via phone call that the insulin pump had a blank display. The caller was unable to troubleshoot as he did not have access to the insulin pump at the time of the call. Blood glucose level at the time of the call was not provided. The customer was sent a replacement battery cap and will complete troubleshooting once it has arrived. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.